Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited loss of capture at high output settings after placement, despite repositioning. The lead was not used and replaced during the procedure. The patient was in a stable condition.